Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported by a family member that the patient had gastrointestinal upset for a few days prior to admission to an outside hospital. On (B)(6) 2017, the family member noted purulent drainage from percutaneous lead (driveline) exit site. The patient had a fever to 101, white blood count (wbc) of 16, inr 7.6, and was borderline hypotensive but was never started on pressors as the patient was responsive to IV hydration. The patient was started on antibiotics ¿tobramycin, vancomycin, cefepime, and flagyl. A computed tomography showed abdominal wall cellulitis in area of the driveline. The patient was transferred to the implanting center of (B)(6) 2017. The patient went to the operating room the following day for a driveline tract incision, drainage and wound vac placement. Wbc 14.5, inr still supratherapeutic at 4.2 despite multiple fresh frozen plasma (ffp) transfusion. The organism from the driveline culture was (B)(6). Blood cultures were also (B)(6). As of (B)(6) 2018, the patient is stable and still admitted, receiving IV antibiotics until (B)(6) 2018. A tagged wbc scan was performed on (B)(6) 2018 which revealed no evidence for acute or subacute inflammatory or infectious process. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.